Event description:
It was reported that this right ventricular (rv) lead exhibited noise and oversensing. No pacing inhibition was observed as a result. The noise was able to be reproduced with patient isometrics, however, the exact root cause was not determined. Surgical intervention was undertaken. The lead was surgically abandoned and replaced. No additional adverse patient effects were reported.